Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) in an emergency room regarding a patient receiving clonidine (268.58 mcg/day), bupivacaine (9.4 mg/day), and morphine (8.952 mg/day) from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016 the patient developed an acute increase in pain, neuro deficit to both legs and bladder issues. An MRI was ordered to the lumbar spine to rule out cauda equina. Additional information was reported by a company representative on (B)(6) 2016. The patient had experienced numbness in their lower extremities and the MRI had been done and nothing had been found. It was reported that a normal pump refill had occurred on (B)(6) 2016 and there had been no pump alarms and normal events in the logs. Additional information was reported by the rep on (B)(6) 2016. The pump was programmed to minimum rate on friday ((B)(6) 2016). The patient's function had not returned by saturday morning so the hcp wanted to put the pump in stopped pump mode. The patient was sent to another facility and the hcp suspected a spinal cord infarction. Additional information was reported by the hcp on (B)(6) 2016. The hcp reported that the pump had been programmed from stopped mode back to minimum rate on (B)(6) 2016. The hcp was requesting assistance to start the therapy a gain.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2017-01-21, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump was implanted by a healthcare provider (hcp) who moved to texas shortly after implant, but the pump was set up and working well. It was reported in about (B)(6) 2016, the patient had a spinal infarction (blood clot) that paralyzed the patient. The hcps requested the pump to be turned off as pump medication was a numbing agent and the hcp wanted to give patient¿s nerves a chance to re-grow. The pump was then filled with saline and turned down to minimum rate. The patient was given oral medication that they've been on for several years. The patient had an hcp in wisconsin, but the office closed due to covid and now they did not know where the hcp was or who to go to. The patient wanted to know how long the pump lasts, and if it could be turned back on, and wanted to know if the hcp would contact the patient when the pump needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.